Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted; one in the lad and second in the cx. Approximately 5 months post procedure, patient suffered type 2 myocardial infarction of an unknown vessel with no treatment. Patient recovered. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is possibly related to device but not related to anti platelet medications.